Event description:
It was reported that the valve had a hole in it.

Manufacturer narrative:
The valve was not patent and failed leak testing due to a large tear on the top of the delta chamber. This precluded siphon and reflux testing as well as measurement of pressure flow characteristics and preimplantation testing. The instructions for use that accompanies the valves, cautions that care should be taken in handling the valves, as silicone has a low cut and tear resistance. A review of the manufacturing records was not possible, as no lot number was provided. All of our products are 100% tested at the time of manufacture.